Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records were received and reviewed. The investigation is confirmed for migration of device, but is inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration of device and tilt. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year old male whose weight was not provided.